Event description:
It was reported the device got wet. The external pulse generator was returned to the manufacturer for repair, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) display flex is out of electrical specification (missing segments). One battery latch is contaminated. Upper and lower cases, side bail covers, and ring cover are broken. The ring is bent.